Manufacturer narrative:
Further information was request, but not received yet.

Event description:
It was reported that the patient presented to the emergency department. Upon review, the right ventricular lead exhibited high defibrillation impedance. No intervention was performed. The patient condition was unknown.